Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings. The customer's blood glucose reading was 317 mg/dl. The customer treated with manual injection. The customer also had low reading of 28 mg/dl, which was treated with apple juice. The customer also mentioned that the sensor calibrated. The insulin pump was not returned for analysis.